Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) would not stay powered on. The battery was depleted so she swapped out the battery with a fully charged one, but the issue persisted. The battery was draining even with the power cord connected. The nurse found that the device's power cord was tightly bound and the bsm was on a wall mount with a swivel. The power connection had become an issue from swiveling the unit. She will work with the biomedical engineer to correct the cabling issue. No harm was reported.

Event description:
The nurse reported that the bedside monitor (bsm) would not stay powered on.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2018 that the device won't power on and the battery is depleted too. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the sn of the affected device is not known. The customer was contacted multiple times but would not respond to the call/email to troubleshoot the alleged malfunction, or the customer does not want to cooperate to troubleshoot further. A review of complaints registered by this facility found no similar reported issues. Similar complaints using "mu-671ra device won't power on" and "mu-671ra device fails to power on" gave no result. Similar complaints using "mu-671ra device will not power on" gave the following ticket: (B)(4), device will not power on; root cause: unknown based on the similar search query and complaints registered by the facility, no adverse trend is suspected with the device. The root cause of the issue could not be determined as additional information regarding the issue was not provided by the customer and the device was not returned to nk for evaluation. Additional information: b4. Date of this report. D4. Unique device identifier (UDI)#. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The nurse reported that the bedside monitor (bsm) would not stay powered on.